Event description:
It was reported that the device was alarming for (cassette not attached). No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Per the evaluation performed it was found the battery door was missing, scratched lcd lens and bubbled dso seal. In the event history log it was found to have multiple high alarm displayed for cassette not attached properly. We were unable to duplicate the customer reported problem. Performed functional test and replaced the downstream sensor as a preventative measure. Product is beyond a year from manufacture date (09/2012) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.